Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that battery was securely fastened and battery slot is aligned horizontally with pump and insulin pump alarmed battery failed. Customer inserted a new battery and customer received battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.